Event description:
It was reported that the customer dropped her insulin pump. The edges of the insulin pump were chipped and the screen was scratched. When the customer rewound her insulin pump, it made a gritty noise. The carbohydrates she entered in the mornings and at night were not recorded. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test, and displacement test. No unexpected motor noise anomaly noted. All bolus delivered during testing were properly recorded at the bolus history and daily totals history screens. No bolus or bolus history anomalies were noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.